Event description:
It has been reported to philips that the error message of "negotiating with xper module service" appears in the control room, examination room, and the touch screen module cannot be used. The system was in clinical use and the procedure was canceled. There was no reported patient or user harm. A philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. Troubleshooting actions showed a problem with the host pc not booting correctly. The fse replaced the host pc and returned the system to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the device showed continuous message for both the control room and the examination room "negotiating with x per module service message, and the touch screen module cannot be used". During troubleshooting, the fse identified that there was a malfunction with the host pc. The fse replaced the host pc. After replacement of the host pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method and health impact code were corrected.